Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033130) on 03-feb-2014. The most recent information was received on 27-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil has turn and went into my ovary') and genital haemorrhage ('irregular bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and experienced pain ("terrible pains") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown and the pain and headache outcome was unknown. The reporter provided no causality assessment for device dislocation, genital haemorrhage, headache and pain with essure. The reporter commented: at the age of (B)(6), patient had hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.